Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was close to 400 mg/dl with abdominal pain, vomiting and nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that there was an issue with multiple loss of prime alerts. Reportedly the prime step was completed with cartridge changes. Review of cartridge use techniques indicated that the instructions for use was followed. Troubleshooting was unable to resolve the reported prime issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged prime issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was not duplicated. Review of black box data did not find any un-anticipated loss of prime alerts. All loss of prime alerts was related to replace cartridge warnings or routine cartridge changes. The total daily delivery correctly reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy and the force sensor calibration reading were within specifications. Audio and normal bolus exercises were delivered and recorded correctly.